Manufacturer narrative:
Insulin pump received with no button response due to unlocked connector on lcd board. Unable to perform any test due to keypad unresponsive. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, and minor scratches on display window noted.

Event description:
Customer's mother reported via phone call that the battery kept depleting. Customer's blood glucose was unknown. After troubleshooting, customer agreed to return the device for analysis.